Event description:
The ge oec 9800 fluoroscopy sys was unable to transfer any images to any location. Images could not be transferred.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found that the hard drive had become corrupted. The hard drive was removed and replaced. The sys was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The malfunction occurred on sys check out by the customer, after the sys was relocated to a different facility.